Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, smith and nephew has not received the device nor has adequate clinical documentation been provided to fully evaluate the complaint or determined the root cause of the reported failure. Based on the information provided, following the breakage of the 8mm articular surface, the 9mm articular surface occurred during cementing the real implants. Per the complaint, the surgeon removed all the pieces from inside of the patient, and the procedure was completed without delay. Since the patient was no harmed beyond the described event, no further clinical/medical assessment is warranted at this time. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to procedural variance, poor insertion technique or surgical technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that, during surgery, the articular surface size 5 9mm insert snapped in half. Surgeon left in place the insert until the cement cured and then removed the 2 pieces. It is unknown how was the procedure concluded. No pieces were left inside the patient. No delay occurred due to this event and patient was not harmed beyond the described event.